Event description:
It was reported by the customer that the haptics of a preloaded monofocal intraocular lens (iol), became interlocked and would not separated using standard manipulation with a viscoelastic cannula and sinskey hook. The surgeon had to use intraocular forceps to pry the haptics apart. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, and a6: unknown, information was requested but not provided. Section d4: model number: the model number is unknown, as serial number of the device was not provided. The lens was reported to be an odyssey iol. Section d4: catalog number: the catalog number is unknown, as serial number of the device was not provided. Section d4: serial number: unknown, information was not provided. Section d4: expiration date: unknown, as serial number of the device was not provided. Section d4: unique device identifier (UDI #): unknown, as serial number of the device was not provided. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens remains implanted. Section e1 (email address): unknown, information was requested but not provided. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as serial number of the device was not provided. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.